Manufacturer narrative:
Revised device evaluation: the pump has been returned and evaluated by product analysis on 10/12/2015 with the following findings: a review of the black box data showed multiple reboots. The battery compartment was observed to be intact. The returned battery cap was damaged at the coin slot and was difficult to secure on to the pump; however the pump was able to maintain an electrical connection with the cap. Moisture corrosion was observed in the battery compartment and on the returned battery cap; however, the pump passed a leak test. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. There was no reported damage to the pump or battery cap. There was reportedly no evidence of moisture ingress. The reporter could not confirm whether the patient experienced elevated blood glucose (bg) over 250mg/dl. This does not meet criteria for a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting.